Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the healthcare facility and our knowledge of the product. Result: evaluation of the photography provided confirmed that the outlet port of the subject device was broken. Conclusion: based on the visual evaluation of the provided photography and information and our knowledge of the product, the reported event resulted due to the impact damage. The neopuff is a portable, reusable device that can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the gas outlet port of an rd900aeu neopuff infant resuscitator was broken. There was no reported patient involvement.